Event description:
This device did not release the staple from the patient's tissue while being used to close during surgery. When the device was dislodged from the patient's tissue, the remaining 29 staples in the device fell into the patient's thorasic cavity requiring further surgery (opening of the patient's chest. This event has been reported to both FDA and the manufacturer. U.s. Surgical.